Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that in a male patient 77-years of age according to x-rays a cone fracture occurred between the distal and the proximal revitan stem component. Device identification is missing for all revitan components. A revision surgery was performed on an unknown date. The retrievals remain with the patient and will not be sent for investigation. The patient refused to provide any relevant data for this case. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the products were retained by the patient and will not be returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Compatibility: compatibility check could not be performed as device identifications are missing. Conclusion summary: it was reported that in a male patient 77-years of age according to x-rays a cone fracture occurred on (B)(6) 2019, between the distal and the proximal revitan stem component. Device identification is missing for all components, therefore, review of the device quality records and the product compatibility check could not be performed. A revision surgery was performed, however, no information about the revision date nor surgical findings have been provided. The retrievals were retained by the patient and will not be sent to zimmer biomet for investigation. Further, the patient refused to provide any data for this case. Therefore, based on the significant lack of information no investigation could be performed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device is with patient. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional information was received and this case has been reopened. Zimmer biomet is in contact with the implantation hospital to gain more information on product details. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.